Event description:
On 8/30/2006, the hcp reported a patient receiving morphine sulfate via intrathecal infusion pump, removed the catheter of the pump, putting herself at risk for infection. The patient was a victim or depleted battery, causing injuries to the back, leading to multiple lumbar laminectomies in 1997, 1998 and 2001. The patient continues to suffer from back and leg pain. In 2005 the patient had a morphine pump placed. Less than a month later, the patient removed the cathetr of the pump. The entire device was explanted the following month.